Event description:
It reported "surgeon reported a break in sterile field due to poor medline gloves, concerned that this possible exposed the patient and self." Many gloves tore in the middle of a procedure.

Manufacturer narrative:
It reported "surgeon reported a break in sterile field due to poor medline gloves, concerned that this possible exposed the patient and self." Many gloves tore in the middle of a procedure. There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.